Event description:
The surgeon had performed a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee implants on (B)(6) 2014. Post operative x-rays showed accurate component placement. The pt later complained on pain mid-thigh. Another x-ray was performed which showed a femur fracture along the pin-hole entry sites. The surgeon commented that the pt has rheumatoid arthritis and very soft bone.

Manufacturer narrative:
The following is a supplemental report to the original MDR submitted previously. Additional information regarding the event is provided herein. System data reviewed and dat suggests the system operated as expected. No evidence of system malfunction. Femoral fracture likely caused due to stress concentration from bone pin holes & soft bone quality due to patients ra condition.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been conducted by mako surgical. No further info is known at this time. Investigation is ongoing, and a supplemental report will be filed when results are obtained.